Manufacturer narrative:
On (B)(6) 2026, a customer reported that xpand x1 ring did not behave correctly. The customer provided a video, and it can be seen that the ring was twisted upon deployment. No patient was harmed, as the customer stated that they can anticipate when the ring is not behaving properly. The device was discarded and not available for physical evaluation. Review of available pms and batch documentation identified a potential root cause of improper loading of the ring into the injector.

Event description:
It was reported that the xpand x1 ring did not behave correctly. The ring was twisted upon deployment. No patient was harmed, as the customer stated that they can anticipate when the ring is not behaving properly.